Event description:
The plantiff, alleges that while a student and thereafter in plantiff's work as a registered nurse, plantiff unknowingly inhaled and was exposed to latex, latex dust, latex proteins, and latex containing powder from the ordinary use of latex-containing gloves. Plantiff alleges as a result plantiff has developed serious, severe and permanent bodily injuries, including but not limited to: the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, life-threatening nature. Plantiff also alleges that plantiff has suffered significant pecuniary damages resulting from plantiff's lost wages and expenses incurred for treatment. Plaintiff further alleges that plantiff was caused to suffer severe and immediate reaction upon re-exposure to latex or latex-containing products and/or the dust and/or the proteins, and/or the powder. Finally the plaintiff's spouse, has suffered and will suffer the loss of plantiff's services, consortium, financial support, and the care and comfort of plantiff's society. Plantiff's spouse also alleges that plantiff's spouse has incurred and will incur expenses in the future for medical attention rendered to plaintiff.